Manufacturer narrative:
The reported malfunction was observed during initial testing. The reported malfunction could not be duplicated. A system interconnection flex cable was replaced as a precaution. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.